Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose; however, the exact value was not provided. Reportedly, the customer requested to exchange infusion sets from t:90 to comfort short.